Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Should additional information become available, a follow-up report will be filed.

Event description:
Baxter product surveillance received a report on (B)(6) 2011 in which a caregiver (cg) stated that their last box of minicaps contained caps in which there were cracks where the cap tightened onto the catheter. Baxter product surveillance contacted the cg on (B)(6) 2011 regarding the reported cracked minicaps. The cg stated that when the patient would go to start therapy at night, she would notice that the minicaps were cracked about a half-inch from the end to right about where the iodine was. The cg spoke to the nurse about the cracked minicaps and began using a new box of minicaps. There was patient involvement, but there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint was not confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.